Manufacturer narrative:
Additional information: b5, h6 (replace codes), h11. B5: additionally, the event was described as "added 750 ml of volume without changing drug. Titrated rate to 150% in first hour n continued to titrate up." H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue on the event date; the device was in standby mode the day prior. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused unspecified solution during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to initial g3: date received by MFR: update the date to 02/11/2025. Additional information: d9, e1, e3, g2 (add source), h3, h6 (replace b17 with b01, c20 with c19, d15 with d14), h11. H11: the actual device was evaluated on-site. Functional downstream (distal) occlusion sensor, upstream occlusion sensor, and flow rate accuracy testing was performed with no issues noted; the reported condition could not be reproduced. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.